Event description:
As reported, the guidewire ring of a 5f exoseal vascular closure device (vcd) does not eject properly, the product malfunctions in use. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was inspected prior to use, and no anomalies were noted. The indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. When the device was removed from the patient, no damages were noted to the indicator wire loop. A non-cordis puncture sheath, unknown 35 system guidewire, and unknown angiographic catheter were used during the procedure. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The procedure was a diagnostic vascular surgery, lower extremity arteriography with a retrograde approach. The operator has been trained. The patient's body mass index (bmi) was not greater than 40.the patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the guidewire ring of a 5f exoseal vascular closure device (vcd) does not eject properly, the product malfunctions in use. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was inspected prior to use, and no anomalies were noted. The indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. When the device was removed from the patient, no damages were noted to the indicator wire loop. A non-cordis puncture sheath, unknown 35 system guidewire, and unknown angiographic catheter were used during the procedure. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The procedure was a diagnostic vascular surgery, lower extremity arteriography with a retrograde approach. The operator has been trained. The patient's body mass index (bmi) was not greater than 40.the patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile vascular closure device 5f ¿ us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. A kinked/bent condition was found on the delivery shaft located approximately at 4.5 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. Functional analysis could not be conducted on the exoseal device since the unit was received with the wire already deployed with the guard locked. No anomalies or deficiencies in the unit's mechanism were identified to contribute to the reported failure. Based on the information available for review and the product analysis, the reported event of ¿indicator wire - deployment difficulty¿ was not observed. A kink was observed on the delivery shaft. The device was received with the indicator wire fully deployed, which does not match the event reported. The indicator wire was received retracted. Dimensional analysis confirmed that both the outer diameter (od) and inner diameter (ID) of the delivery shaft met the required specifications. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink in the deliver shaft led to difficulties with the indicator wire¿s proper functioning. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.